Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device was observed to be contaminated the device's machine flow sensor, system board and blower motor were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator did not passing testing and the system board, machine flow sensor, and blower motor were replaced to correct the issues. This was incorrect. The system board was not replaced.